Event description:
A patient was sent home with a pump programmed to deliver 168 ml of chemotherapy medication over 168 hours. However, per phone conversation between the patient and the physician, the facility believes the entire dosage was delivered in 10 hours. When the patient arrived at the hospital, the staff did not observed any negative sing or symptoms of distress. As a precautionary measure, the patient was given an antidote and was admitted for 6 days.

Manufacturer narrative:
The device in question was returned to (B)(4) infusion and was subjected to a delivery accuracy test. The device was programmed to deliver at a rate of 15ml/hr for 7 minutes with a target delivery volume of 1.75 ml. The device delivered 1.70 ml in 7 minutes which is within (B)(4) infusion's acceptance criteria. (B)(4) infusion was unable to duplicate the reported event of an over delivery. A review of the manufacturing records did not reveal any nonconformities related to the reported event.